Event description:
Per the audiologist's report, the patient fell and hit his head in 2007. After the fall, he could not hear with his cochlear implant system. An results of an integrity test done on three days later, were consistent with a receiver/stimulator malfunction. Explantation/reimplantation surgery is planned.

Manufacturer narrative:
This type of event is addressed in the device labeling.